Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure which was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not emit x-rays. Upon troubleshooting, the system did not respond after a warm restart. Upon reviewing the log files, the fse found a record of a fluoroscopy command; however, no x-rays were produced, and the system failed to respond. To resolve the issue, fse replaced the fdc sib board and reinstalled the device application. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system did not emit x-rays issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A system did not emit x-rays issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that the system did not emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.